Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous and severely calcified iliac vessel. A 10.0 x 40mm mustang balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous and severely calcified iliac vessel. A 10.0 x 40mm mustang balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres. Visual and microscopic examination observed no issues with the tip of the device. Visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.